Event description:
A call from an attorney was received alleging the patient was "injured because of your defibrillator." No specific information was provided. The device was explanted and replaced 13 months prior to the attorney's call. Additional information was received reporting the patient had a complicated medical history prior to ICD implant, including a history of migrainous headaches, cad with a stent placed, and cva 6 days prior to ICD implant. Hospital dictation reports that eighteen days after device implant, the patient presented with complaints of chest pain and left-sided headache. The patient admitted to lifting a 70+ lb piece of automotive machinery. Since then, swelling was noted around generator site. Two months after implant, an emergency CT scan of the head was done, with no anomalies noted. Five days later, he presented to ER with 4-day history of nausea, vomiting, & diarrhea, and was discharged in stable condition. A report of fall/pain 3 months after implant was then received, which corresponds with report of hospital admission for problem with ICD. No injuries were noted, and the device was found to still be in place. The device remained implanted for 3.5 years with no further problems reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other text :a call from an attorney was received alleging the patient was "injured because of your defibrillator." No specific information was provided. The device was explanted and replaced 13 months prior to the attorney's call. Additional information was received reporting the patient had a complicated medical history prior to ICD implant, including a history of migrainous headaches, cad with a stent placed, and cva 6 days prior to ICD implant. Hospital dictation reports that eighteen days after device implant, the patient presented with complaints of chest pain and left-sided headache. The patient admitted to lifting a 70+ lb piece of automotive machinery. Since then, swelling was noted around generator site. Two months after implant, an emergency CT scan of the head was done, with no anomalies noted. Five days later, he presented to ER with 4-day history of nausea, vomiting, & diarrhea, and was discharged in stable condition. A report of fall/pain 3 months after implant was then received, which corresponds with report of hospital admission for problem with ICD. No injuries were noted, and the device was found to still be in place. The device remained implanted for 3.5 years with no further problems reported. No conclusion can be drawn.